Manufacturer narrative:
The problem may be caused by improper usage. When encountering dense bone, the surgeon should use the tibial peg drill to create four pilot holes before positioning the tibial tower onto the tibial baseplate trial. Failing to do so could result in device breakage. Additionally, the manufacturing process for the spike part has been revised. Instead of one-piece machining, the spike is now produced through welding of the spikes. This change has been implemented to further enhance the overall strength of the device.

Event description:
The peg on the tibial tower broke during the attachment process to the tibia trial. The breakage occurred while tapping the top of the tibial tower and removing it after preparing the tibia. The broken peg was easily recovered when the tibia trial tray was removed. The surgery was completed successfully, and the patient was not affected. There was no significant delay, as the tibia preparation was already completed, and no further use of the instrument was needed.